Event description:
It was reported that the home patient (hp) had accidentally disconnected the automated peritoneal dialysis set from the transfer set during dwell two on a homechoice (hc) machine. The hp was half asleep and thought it was time to disconnect for the morning, not realizing that it wasn't time for that yet. The hp then disconnected by accident. The technical service representative (tsr) assisted the hp in ending therapy so that the hp could start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This report of an accidental disconnect is a use error. The patient at home guide for the homechoice device provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.